Manufacturer narrative:
An examination is scheduled for (B)(6), 2011, in (B)(6). A follow-up report will be sent.

Event description:
Oxygen concentrator caught fire. There was no damage or injury, looked like the on/off switch had shorted out and caught fire. Smoke was coming from unit and the on/off switch was glowing orange.